Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the lamp and the light source device became defective due to a failure caused by the constant linear velocity lamp. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was inspected prior to use and no problem was found. About 10 minutes during the unspecified procedure, the device displayed an error code e103, and the emergency lamp was activated. The procedure was completed with a similar device. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, the customer¿s allegations were confirmed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.